Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The pump was disposed of at the hospital and will not be returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 9 months post-implant, the patient was readmitted to the hosp due to gi bleeding. A few days later, the patient was transferred to the intensive care unit (ICU) due to a pump off alarm. The vad coordinator attempted to restart the pump without success. The system controller, power module and patient cable were exchanged and the pump did not restart. Three attempts were made to restart the pump, but each time the power was very high and the pump speed was >2000 rpms. The patient was reported to be stable, conscious and doing well in the ICU with the aortic valve opening and his blood pressure at 100 mmhg. That night, a decision was subsequently made to exchange the pump.